Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the connector of the loose guide wire, left before the passage of the probe in the patient. Additional information received on 27-jul-2022 clarified that the blue connector detached from the guide wire during the test.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One sample was received for evaluation. The sample was visually inspected and the reported condition was confirmed; the hub was disassembled from the wire. An investigation was carried out with the multifunctional team. The current process and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition therefore an exact root cause could not be determined. At this time, no corrective and preventive action is required. This complaint will be used for tracking and trending purposes.